Event description:
Reported a failure code 812:02. Customer reported there were no patient injuries associated with this report, and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred before patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information.

Manufacturer narrative:
Evaluation was completed and the customer's reported condition of the failure code 812:02 was confirmed. The reported condition may be related to the issue of worn teeth in the gearbox motor.